Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury (anterior leaflet damage) cannot be determined; however, tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was successfully implanted. To further reduce mr, an additional clip was prepped. During the preparation of the second clip, tissue damage was observed on the anterior leaflet. The additional clip was then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.